Event description:
In (B)(6) 2014 I began using medtronic's enlite continous glucose monitor. It is now (B)(6) 2014 and only about 6 of the sensors ever worked properly. Insertion of the device is extremely delicate, very likely to fail. Calibration beginning with the first are almost always results in a "sensor error". Sometimes after inserting device and waiting about three days it may (or may not) calibrate. I suspect tube into tissue is too short.